Event description:
It was report that this pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.